Event description:
It was reported that the device underwent an electrical reset upon interrogation. The device is at elective replacement indicator (eri). No data is available for battery voltage/impedance and diagnostics. The device reset was cleared and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4) - performance data was received and analyzed. The save to disk primary finding noted longevity and battery data depletion eol/eos/eri/rrt.